Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station was on disconnected mode and offline in remote smart service (rss). The customer reported that the issue occurred when dispensing medications to the patient and resulted in a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue upon investigation of the actual device used in this incident, it was determined that the station was failed to communicate. The field service engineer remotely connected to the customer. The customer stated that all network connections were correctly reported and fully plugged in. Customer observed no visible damage to the network cable running from the wall to the device. The fse recommended that the customer create an it ticket to have the wall outlet tested for the vlan. While a route to the location, the fse received a call from the customer confirming that it had identified and resolved the issue. Consequently, the fse canceled the service request, as the problem was not related to bd. The system functioned as intended after the information technology (it) resolved the issue. E1: initial reporter facility: (B)(6).